Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc141000/serial #(B)(6)/UDI #(B)(4) which is captured in manufacturer report #3013164176-2021-01139. Catalog #plc121200/serial #(B)(6)/UDI #(B)(4) which is captured in manufacturer report #3013164176-2021-01135. Catalog #pll161007/serial #(B)(6)/UDI #(B)(4) which is captured in manufacturer report #3013164176-2021-01138.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc121200/ serial # (B)(4). UDI #(B)(4). Catalog #plc141000/ serial # (B)(4). UDI # (B)(4). Catalog #pll161007/ serial #(B)(4)/ UDI # (B)(4). Concomitant medical products and therapy dates: pravastatin sodium (40mg tablet, oral daily), carvedilol (25mg tablet, oral every 12hours), amlodipine besylate (10mg tablet, oral daily), tamsulosin hcl (0.4mg capsule one oral two times daily) . According to the gore¿ excluder¿ iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel. Furthermore, the IFU states that the gore¿ excluder¿ iliac branch endoprosthesis (ibe) is intended to be used with the gore¿ excluder¿ aaa endoprosthesis to isolate the common iliac artery from systemic blood flow and preserve blood flow in the external iliac and internal iliac arteries in patients with a common iliac or aortoiliac aneurysm, who have appropriate anatomy, including: adequate iliac / femoral access. Minimum common iliac diameter of 17 mm at the proximal implantation zone of the ibe. External iliac artery treatment diameter range of 6.5 25 mm and seal zone length of at least 10 mm. Internal iliac artery treatment diameter range of 6.5 13.5 mm and seal zone length of at least 10 mm. Adequate length from the lowest major renal artery to the internal iliac artery to accommodate the total endoprosthesis length, calculated by adding the minimum lengths of required components, taking into account appropriate overlaps between components. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of arterial occlusive disease using gore excluder aaa endoprostheses and gore excluder iliac branch endoprostheses. It was noted that a gore excluder iliac branch component (ibc) was placed in the patient's aorta, a gore excluder aaa contralateral leg component was placed in the patient's right iliac artery, and a gore excluder aaa contralateral leg component and gore excluder aaa iliac extender component were placed in the patient's left iliac artery. It was also reported that there was not enough room in the patient's aorta for the ibc device. On an unknown date, device occlusion with no distal blood flow was reported through the devices located in the patient's left iliac artery. The gore representative was made aware of the issue on (B)(6) 2021. It was reportedly suspected that the device occlusion may have been related to there not being enough room in the patient's aorta for the ibc device. On (B)(6) 2021, a reintervention was performed. It was reported that the contralateral leg component in the patient's right limb was reinforced using a gore viabahn vbx balloon expandable endoprosthesis. A femoral-femoral bypass was then performed. The patient tolerated the procedure.